Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: monocryl plus antibacterial sutures: product code mcp496g, batch da6744 pds ii (polydioxanone) suture in addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-00554. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a bilateral brachioplasty procedure on (B)(6) 2011. On office visit (B)(6) 2011, the drains were removed. On office visit (B)(6) 2011, the patient had a little fluid accumulation at the distal aspect of her incision. A total of 50 ml of straw colored fluid was removed from the right arm. The right arm was slightly erythematous, slightly warm. The patient was treated with augmentin 875mg po bid, #20 ordered. On office visit (B)(6) 2011, the arm was drained if 40ml clear straw colored fluid. The patient was placed on levaquin 750mg po daily, #14. On office visit (B)(6) 2011, the right arm was healed.